Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that a message that says the electrocardiogram (ECG) test failed appears. Remote support from the customer care solution was received. The rse recommended the customer redo the user test by disconnecting the ECG cable to determine if the ECG cable was at fault or if further investigation of the device logs was necessary. However, the customer did not respond to the rse's recommendation. Based on the information available there is insufficient information to confirm the reported problem. It has been concluded that no further action is required at this time.